Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a talon 3 prong stone retrieval grasping forceps was used in a rigid ureteroscopy procedure on a male patient. According to the complainant, after lasering whilst removing fragmented stones, surgeon expressed concern as the forcep was not grasping onto stone as it should. The procedure was successfully completed using a second talon 3 prong stone retrieval grasping forceps. The patient was reported to be "stable" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a talon 3 prong stone retrieval grasping forceps was used in a rigid ureteroscopy procedure on a male patient.according to the complainant, after lasering whilst removing fragmented stones, surgeon expressed concern as the forcep was not grasping onto stone as it should. The procedure was successfully completed using a second talon 3 prong stone retrieval grasping forceps. The patient was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
Additional information received indicates the device opened and closed, however it was unable to capture the stone. There were no visible problems with the device, and no stone was in the device when the problem occurred. The intended stone was approximately 3mm in size. It is also noted that the failure of "unable to capture stone" is not a medwatch reportable event.